Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The rptr stated that during a transforaminal lumbar interbody fusion (tlif) spinal fusion, when the surgeon attempted to tighten the cap screw at the l5 level, the cap screw saddle and screw head separated. This prolonged the procedure by about twenty mins. There was no adverse outcome for the pt. The cap was removed and replaced with a new cap screw.